Event description:
A report was received that a patient was picking up something heavy and experience extreme pain. An x ray was taken of the paddle lead and confirmed it was severed. The patient was prescribed pain medication due to the pain. The physician feels the lead broke due to muscle spasms caused by the patient's ptsd (non device related). Previously the patient had a lead replacement surgery in (B)(6) 2009 due to unknown circumstances. The patient is now scheduled to undergo a second lead replacement surgery due to the broken paddle lead.

Event description:
A report was received that a patient was picking up something heavy and experience extreme pain. An x ray was taken of the paddle lead and confirmed it was severed. The patient was prescribed pain medication due to the pain. The physician feels the lead broke due to muscle spasms caused by the patient's ptsd (non device related). Previously the patient had a lead replacement surgery in (B)(6) 2009 due to unknown circumstances. The patient is now scheduled to undergo a second lead replacement surgery due to the broken paddle lead.

Manufacturer narrative:
Additional information was received that the patient's paddle lead was explanted and new paddle lead was implanted. The patient was reportedly doing well following the procedure. Visual inspection revealed that the body of the paddle end had been severely cut and damaged. The outer silicon of paddle end is torn approximately at midsection; altogether three electrodes of the paddle end were missing. Due to extensive damages to the paddle lead, it is not possible to identify which damages are due to explant procedure. Physician also has mentioned that initial damage is due to patient overexerting himself.